Event description:
The a1059 skull clamp slipped while on the pt's head. The pt did suffer a "scrape" where the skull pins slid on the pt's head. Add'l info was requested and the following info was provided on (B)(6) 2013: the pt is a (B)(6) female pt. Type of surgery was a posterior cervical laminectomy. The pt was flipped to prone positon at the beginning of the case. They just wanted to reposition the base unit so a resident released the base unit while the doctor held the head in the clamp. At that point, the head slipped. It made a "mechanical sound" when it slipped but did not sound like the typical ratcheting or skin tearing. The surgery was not performed with a stereotaxy device. Integra disposable adult skull pins (a1083) were used. The skull pins are not available to be returned. The length of time the skull clamp was in use before the event occurred was 15 minutes. The pt injury was reported as 6cm long, a couple of inches above the left ear. Ten stitches, maybe a few more, were needed. The surgery was not performed that day. The pt came back two days later and surgery went fine.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.